Event description:
An attempt was made to deploy a 3.0 mm diameter x 30 mm length endeavor sprint over the wire (otw) drug eluting coronary stent in to a pt; however, it was reported that the device locked up on the guide wire prior to insertion into the touhy. The physician succeeded in freeing the device and advanced the device to lesion. On inflation of the balloon at the target lesion, it was observed that the stent was not present on the balloon. On removal of the device, the relevant stent was located on the distal shaft. No health hazard was caused to the pt. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval method: (still images). Results: (the relevant device locked up on the guide wire prior to insertion into the touhy), (failure to deliver the stent). Conclusions: (the relevant device locked up on the guide wire prior to insertion into the touhy). Eval summary: the stent was returned on the distal tubing, proximal to the proximal marker band. The 1st distal stent segment was overlapping the proximal balloon cone. A number of struts on the 4th to the 9th distal segments were slightly raised and deformed. There were gaps evident between a number of the stent segments. The balloon was partially inflated. The procedural guide wire was returned with the device.